Event description:
It was reported that during an incoming inspection the customer noted the opened sample of cl-07645. As a result, the kit was non-sterile and was not sealed properly on one side. The kit was not used.

Manufacturer narrative:
(B)(4). Device eval: one pouch was returned for eval. Inspection of the pouch from lot# cf0014630 revealed that the side of the pouch that is not sealed when the pouch is purchased from the supplier (the bottom), was never heat sealed before shipment to the customer. The pouch is sealed on the other 3 sides, but there is no evidence of a heat seal ever being applied to the bottom. No other defects were observed. A device history record review was not performed as a part of this complaint. A risk eval has been completed for this issue. The report that upon receipt the product arrived without a seal on one side of the kit was confirmed through visual exam of the returned sample. The cause of this issue appears to be sealing related and therefore, a nonconformance has been initiated to further investigate this issue.